Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report (cer) process; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: herniamed registry extraction ethicon physiomesh open in open hernia repair with 5-years follow-up 2 total patients, 2 patients organ injuries, 2 patients bowel, had intraoperative complications. 7 total patients, 1 patients fever, 2 patients urinary tract infection, 1 patient diarrhea, 1 patient pleural effusion, 1 patient pneumonia, 1 patient copd, 2 patients other, had general complications. 13 total patient, 5 patients bleeding, 5 patients seroma, 2 patients prolonged ileus or obstruction, 2 patients wound healing disorder, 1 patient infection, had postoperative complications. 6 patients had complication-related reoperations. 12 patients recurrence on 5-year follow-up, 14 patients pain on exertion on 5-year follow-up, 7 patients pain at rest on 5-year follow-up, 4 patients pain requiring treatment on 5-year follow-up, 3 patients secondary haemorrhage on 5-year follow-up, 6 patients seroma on 5-year follow-up, 4 patients infection on 5-year follow-up, had recurrence, pain and complications on 5-year follow-up defined as the presence of an ICD-9/10-cm diagnosis codes for hematoma and/or seroma post-procedure complication after the procedure with use of the device and before the discharge of the index admission was defined using diagnosis codes perioperative and 5-year follow-up outcomes.